Event description:
Iab was inserted via an introducer sheath. Immediately following insertion, blood was seen in the helium tubing. As a result of this, the iab was removed and replaced. There were no patient complications.